Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet generated repeated alert 38 indicating a motor stall immediately after multiple restarts, which halted insulin dosing and prompted shipment of a replacement device. Symptoms included hyperglycemia with readings reported as ¿hi¿ and prolonged glucose levels above 180 mg/dl without use of backup therapy or ketone testing, and the user reported feeling high without other symptoms. Outcomes included no professional medical intervention, no assistance required, and no hospitalization. Investigation included customer interviews, troubleshooting, and review of device performance as part of complaint handling. Investigation of this device revealed a suspected motor stall malfunction in the pump mechanism consistent with a device mechanical failure that interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to a stalled motor.